Event description:
The customer indicated that the ortho provue analyzer interpreted a weakly positive group a donor unit as group o pos during donor re-type testing. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site found that the camera brightness settings was at 128. Ocd second level support reviewed the log files and reported that the reader camera setting was 128 at the time of the incident, which was in the upper limit of the specifications. The fe adjusted the reader camera brightness to 116 and created a new reference image to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).